Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: sigma ps cem fem sz5 r 196050500. Sig mod tib tray cem cocr 4 158140000.

Event description:
Patient was revised to address painful knee. Scan indicated loosening however no loosening was found once products were tested in the revision. Loose fragment (loose body) of cement caused poly wear. Doi: (B)(6) 2017. Dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found additional reports, and they also related to implant loosening. Total for lot number: 3 ((B)(4)). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 95; by product family: 192 (66x smartset ghv, 126x smartset gmv). Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.